Event description:
It was reported that testing carried out on (B)(6) 2010, revealed the channels 7-12 with the status hi and the channels 1+5 involved in a short circuit. A former testing carried out on (B)(6) 2009, only showed the channels 10-12 with the status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.